Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reported they have been having problems recharging their back (neurostimulator (ins) battery) for the last couple of weeks. Pt stated they have been getting all kinds of messages on it (controller (ptm)) but the one that has been coming up the most is replace the battery in the ptm. Pss understood pt was seeing the controller low [70] message screen because pt confirmed the message always appeared when the recharging antenna (rtm) was plugged into ptm. Pt also verified the screen would display "replace the controller batteries soon" with red caution sign. Pt remarked they have been resetting the ptm to try to resolve issue. Pss heard the device making a tone during call; pt said they were trying to recharge the ins but the connection was coming and going. Pt noted the antenna gets warm but denied it getting hot while recharging ins. Pt commented that the rtm was only a couple of months old and that the cord looked fine but they did detected a tiny piece of plastic on the connector plug sticking out; pt tried to smooth it out and then removed it on call.  At the end of troubleshooting, pt said the ptm was reading 'recharging needs attention' adding "which it does all the time. Pt said since they were unable to get the ins to charge at all they reached out to their rep over the weekend (saturday) but they evidently they did not get their message so they called them again today. Pt added they tried again to recharge on sunday and was able to get ins to 100% in like 10 minutes where usually it takes an hour & half to two hours to recharge. Pt said its an everyday thing to sit in their chair waiting, waiting and waiting. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6)product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6). Revealed the recharge antenna failed due to a "no device found" message. The recharger cable insulation was torn at the recharge antenna end. The recharge antenna failed the "rms voltage at the h field probe" test and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.